Event description:
Complainant alleged that during biomed testing the device would not charge when charge button is pressed. Complainant indicated that there was no pt involvement in the reported malfunction.